Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 12/1/17. After assessment in the biosense webster failure analysis lab, updated the lot # from unknown to 17698312l. The device history record, manufactured date and expiration date have been provided. Therefore, fields have been populated. Investigation summary: it was reported that a patient underwent a cs slow pathway modification ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional sf catheter. Right atrial mapping and ablation were performed. Immediately after transseptal access, a pericardial effusion was detected via intracardiac echocardiography (ice). Physician continued to map the left atrium with the thermocool smarttouch bidirectional sf catheter while monitoring the effusion via ice. After left atrial mapping, the remainder of the procedure was aborted. Pericardiocentesis yielded 950 ml of blood. An unspecified medication was administered and blood was transfused. After hemostasis and stabilization, the patient was transferred to the intensive care unit for recovery. There is no information regarding extended hospitalization. Patient outcome is improved. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant products: 20-pole eco cable, em-5050-060, us catalog #: em5050060, lot #: 000077. Pentaray nav eco 7fr, d, 2-6-2, us catalog #: d128211, lot #: 17652674l. Carto 3 system, us catalog #: unknown, lot #: unknown. Non-biosense webster inc. - st. Jude medical brk-1 transseptal needle. Non-biosense webster inc. - st. Jude medical sl0 sheath. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a cs slow pathway modification ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis, medication, and blood product transfusion. Prior to the adverse event, the 20-pole eco cable displayed noise (signal interference) on the carto 3 system. Cable adaptor was exchanged and the issue resolved. It was noted that the product issue was unrelated to the adverse event. This noise (signal interference) issue was assessed as not reportable. Prior to the adverse event, the pentaray navigational eco catheter displayed a sensor error (unspecified) on the carto 3 system. Catheter was exchanged and the error resolved. It was noted that the product issue was unrelated to the adverse event. This sensor error issue was assessed as not reportable. Right atrial mapping and ablation were performed. Immediately after transseptal access, a pericardial effusion was detected via intracardiac echocardiography (ice). Physician continued to map the left atrium with the thermocool smarttouch bidirectional sf catheter while monitoring the effusion via ice. After left atrial mapping, the remainder of the procedure was aborted. Pericardiocentesis yielded 950 ml of blood. An unspecified medication was administered and blood was transfused. After hemostasis and stabilization, the patient was transferred to the intensive care unit for recovery. There is no information regarding extended hospitalization. Patient outcome is improved. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was performed with a st. Jude medical brk-1 transseptal needle. A st. Jude medical sl0 sheath was used. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury, as the adverse event may not have been related to ablation. Irrigated catheter flow was set at 2 ml/min during mapping, 8 ml/min during low flow, and 15 ml/min during high flow. Patient received anticoagulant (heparin) during the procedure with activated clotting times (acts) maintained in the therapeutic range (unspecified). The shaft proximity interference value was reported to be within normal range (unspecified). There is no information regarding catheter proximity or if the carto 3 system indicated to re-zero the catheter. The thermocool smarttouch bidirectional sf catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. There were no errors reported on any biosense webster inc. Equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.